Manufacturer narrative:
Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut fx valve, the valve was successfully loaded. While recapturing the valve, and infold occurred. The valve was recaptured and removed. A new valve was subsequently loaded and implanted successfully. Additional information was received that the valve was recaptured due to the infold which was observed at the first implantation attempt. A procedure delay occurred as a result of the infold due to loading and implanting a new valve. Per the physician, a heavily calcified annulus contributed to the infold.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut fx valve, the valve was successfully loaded. While recapturing the valve, and infold occurred. The valve was recaptured and removed. A new valve was subsequently loaded and implanted successfully.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.